Event description:
The customer contact reported a leak of a chemotherapeutic agent. The tubing set was being used to deliver an specified concentration of rituximab. It was reported that a few mins after the initiation of the delivery, "a few droplets" of solution was noted on the tubing near the closed vent of the piercing pin. The customer contact reported "there was no need for a chemo clean up." There were no reported adverse pt effects. No medical interventions were required. Though requested, no add'l info was provided.

Manufacturer narrative:
Due to hazardous contamination, the device was not returned. A rep device from the same lot was received. Investigation is not completed.